Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency department with symptoms of arrhythmia. The atrial lead exhibited a sudden increase in thresholds. An electrogram showed the atrial lead exhibited intermittent loss of capture. A chest x-ray was taken and revealed the lead slack had pulled back resulting in the lead being dislodged from placement. A lead revision was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.